Event description:
Per sales rep, the surgeon was tightening the screw and the head snapped off. The surgeon fixated another point on the plate and left the thread in the patient.

Manufacturer narrative:
Investigation in process, but not yet complete.